Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. Medical device expiration date: unknown. The customer's address is unknown. Unknown, new jersey, USA has been used as a default. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported unspecified bd¿ syringe did not have its expiration date printed on the box. The following information was provided by the initial reporter: "consumer left voicemail regarding expiration date, stated that there is no expiration date on the box."

Event description:
It was reported unspecified bd¿ syringe did not have its expiration date printed on the box. The following information was provided by the initial reporter: "consumer left voicemail regarding expiration date, stated that there is no expiration date on the box."

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to the batch being unknown, no DHR review can be completed.